Manufacturer narrative:
Olympus technical assistance center (tac), spoke with the customer and had them to perform troubleshooting tips, during the call. Tac advised, the customer to clean the gold connectors and socket with an alcohol prep pad, when the light source was cooled. And use a can of air to blow any dust out. Tac also asked, if it was an isolated issue or was it with multiple scopes. The image was lost on both monitors for a moment and the color bars were present. Then a blue and purple box, as if the scope was just being connected. No further information has been provided. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the xenon light source exhibited no image when using the colonovideoscope. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to h3,h4,h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, the phenomenon ¿image was lost momentarily¿ occurred because accumulation of dust on the gold connection pins inside the scope port blocked the communication between the endoscope and cv video signals. The occurrence of the reported incident can be prevented by adhering to the instructions for use (IFU), which state the following: 7.1 4 wipe the surface of the light source using a soft, lint-free cloth moistened with medical-grade 70% ethyl or isopropyl alcohol to remove dust, dirt, etc. Olympus will continue to monitor field performance for this device.